Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision hip: dr (B)(6), (B)(6) hospital (B)(6) 2018. Primary implant date: (B)(6) 2018. Revision for: infection - staph. Patient presented to theatre over the weekend of 14/15 of july with infected hip. This was washed out and a vac/irrigation dressing applied. Was taken back to ot on tuesday (B)(6) for attempted revision for removal of head and replace with possible cement in cement revision of stem. At this time only a washout occurred again and vac dressing - (B)(4). Jnj representative on checking the upcoming revision date was told this had occurred last night ((B)(6) 2018) without rep present. Female patient ID: (B)(6).